Event description:
It was reported the right atrial (ra) lead had high thresholds due to positioning of the lead. It was also indicated that there was no slack in the lead body. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.